Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a high out of range shock impedance measurement. This crt-d will continue to be monitored as no further intervention is needed at this time. No adverse patient effects were reported.